Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure, and there was no alleged malfunction of an intra-aortic balloon pump (iabp). A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cable of a new compressor was found to be in damaged condition when the box was opened by a getinge representative. This is an out-of-box (oob) failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The suspected faulty oob compressor was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the compressor and found the jacket of the cable harness coming out of the motor ripped open with the wires exposed. The senior repair technician also found broken red wire(motor a) nicked insulation with bare wire showing on green wire(hall -) and the brown wire(hall a). The national repair center verified the reported failure of "new compressor was found in damaged condition when the box was opened". Scrapped and retaining the pump assembly in the nrc per procedure.

Event description:
It was reported that the cable of a new compressor was found to be in damaged condition when the box was opened by a getinge representative. This is an out-of-box (oob) failure. There was no patient involvement; thus no adverse event was reported.